Event description:
The reporter indicated that the patient is deceased. The cause of the death was not reported. A "ram" dump was performed and it was found that the device reverted to backup mode on 12/25/97 during the charging for a second shock for a ventricular fibrillation episode. Since this occured one week after the patient expired, it is difficult to ascertain what the device may have been exposed to at that time; however, it was probably sent from the funeral home to the hospital.